Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Left in the patient and remaining wire was discarded.

Event description:
It was reported that the surgeon was using 4mm cannulated screws for a foot fracture. When taking final x-rays it was observed that the tip of one of the guide wires had snapped off either during pre-drilling or screw insertion (unknown which). It was decided by the surgeon that this would not affect the outcome of the patient and therefore it was left in the bone. The remaining length of wire was approximated to be no more than 3mm. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation (conversation with sales representative), the root cause was attributed to be user related. The failure was caused by too much applied force during use (last case of day, was in a rush). Surgeon and rep felt wire was put in quickly and snapped as a result of the speed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the surgeon was using 4mm cannulated screws for a foot fracture. When taking final x-rays it was observed that the tip of one of the guide wires had snapped off either during pre-drilling or screw insertion (unknown which). It was decided by the surgeon that this would not affect the outcome of the patient and therefore it was left in the bone. The remaining length of wire was approximated to be no more than 3mm. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.